Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
The incorrect patient name, patient age, and patient file number were transmitted from the customer's bn ii system to their lis (laboratory information system) for nine patient samples. The patient information was corrected by the customer and the results were manually released to the physician(s). There are no reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2020-00018 on 08-may-2020. Additional information (15-may-2020): siemens investigation determined that the incorrect assignment of sample ID and patient information was not caused by the siemens application software. The issue occurred during the neonatal profile creation and assay request on the lab's laboratory information system (lis). The bn ii system is fully operational. The system is performing according to specifications. No further evaluation of this device is required.